Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The pt experienced decreased therapeutic effect on the left side. The ipg displayed an intermittent out of regulation message (oor) which seemed to be related to attempts to increase the stimulation. Pre-operatively, the amplitude was slightly raised and the oor state did not occur. It was noted that impedance involving electrode #5 were high, but still well below 40,000 ohms. The ipg and adaptor were removed and a new ipg (kinetra) was implanted. See also MFR report 3007566237-2011-00288.